Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was dropped into a lake and the display went blank immediately after exposure to water. It was stated that a constant tone was also occurring. The patient's blood glucose was 178 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.